Event description:
On (B)(6) 2023, rcp(respiratory care practitioners) was called by rn due to possible tear in tube due to patient biting down. Ett(endotracheal tube) was replaced with same size using a bougie. Patient remained in stable condition.